Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify audio/vibrate anomaly, failed battery test alarm, change/battery last less than expected anomaly and prime/fill anomaly due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had ran out of insulin without warning. Customer stated that the insulin pump had unexplainable no delivery alarms. Customer also reported that the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.